Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had pain over the implantable neurostimulator (ins). There was no redness, swelling, or fluid. The pt was seen by his physician. The pt had surgery to fix the problem with the system. The pt wa no longer having problems with the system.